Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that both the ra and rv leads were revised.

Event description:
It was reported that three months post implant, the patient presented to the emergency department (ed) due to presyncope. A device check showed the right atrial (ra) and right ventricular (rv) leads displayed no sensing and no capture. It was noted that there were spikes ra and rv thresholds with a significant reduction in p and r wave amplitudes, and a rise in rv coil impedance was seen on lead trends. In addition, pacing spikes were observed on an electrocardiogram (ECG) and the patient complained of infrequent muscle spasms, and a chest x-ray showed twiddler's syndrome. Device detections were disabled, and the leads were reprogrammed subthreshold to reduce risk of pectoral/pocket stimulation. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.